Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right atrial (ra) lead exhibited noise and oversensing. The noise was determined to be consistent with oversensing related to the minute ventilation (mv) feature. Review of stored device memory noted that ra pacing impedance measurements jumped up to the 1,200 ohms range from the low 600 ohms range. Boston scientific technical services (ts) discussed troubleshooting options. The mv feature was programmed off and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.